Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) ranging from approximately 385-470 mg/dl with a trace of ketones. Manual injections were administered. Customer thought elevated bg may have been due to the flu and customer was still learning the function of the basal iq. Pump was returned and the investigation detected leaking at the joint between the housing and thermal isolator.